Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump fell and the motor came out. The blood glucose at the time of the incident was unknown. The reservoir compartment is completely empty. Troubleshooting was not able to resolve the issue. The device was returned for analysis.

Manufacturer narrative:
The insulin pump was received with cracked and broken off end cap. Unable to perform operating currents, self-test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to cracked and broken off end cap. No missing motor noted. The insulin pump had minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.